Manufacturer narrative:
Concomitant devices: precise rx, catalog number pc0840rxc, lot number 15000552. Concomitant medications continued: heparin was administered during the procedure. Clopidogrel was administered pre-procedure, during the procedure, post-procedure and at discharge. Aspirin was administered pre-procedure, post-procedure and at discharge. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(6) study indicated that during retrieval of the filter the capture sheath did not fully engage the filter. However, the device was successfully removed. There was no debris found in the basket upon retrieval and the patient did not have an adverse event. During the index procedure pta was performed on an 87% occluded lesion in the ostium of the right internal carotid artery of 24.1mm in length in a 0.5mm vessel diameter with moderate vessel tortuousity. The arch ii eccentric lesion was severely calcified. The 4mm medium support angioguard embolic protection device was deployed, the lesion was pre-dilated and an 8x40mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 30%. There was no presence of air bubbles noted during the procedure it was noted if there was a dissection. The patient had no neurological deficits upon leaving the angio suite. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. There was difficulty advancing capture sheath through stent. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed and there was no filter basket deformation. During the procedure, the filter was distal enough from the lesion to prevent any interaction from the balloons/sds used. The angioguard was removed with a balloon catheter. The diameter of the target vessel was 3.7mm. Lr packaging l/n # 01411915, 70609501. (B)(4). With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information was received that the product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. There was difficulty advancing capture sheath through stent. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed and there was no filter basket deformation. During the procedure, the filter was distal enough from the lesion to prevent any interaction from the balloons/sds used. The angioguard was removed with a balloon catheter. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from (B)(6) study indicated that the retrieval into the capture sheath the angioguard embolic protection device did not engage the filter. However, the device was successfully removed. There was no debris found in the basket upon retrieval. The patient did not have an adverse event. Pta was performed on an 87% occluded lesion in the ostium of the right internal carotid artery of 24.1mm in length in a 0.5mm vessel diameter with moderate vessel tortuousity. The arch ii eccentric lesion was severely calcified. The 4mm medium support angioguard embolic protection device was deployed, the lesion was pre-dilated and an 8x40mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 30%. There was no presence of air bubbles noted during the procedure it was noted if there was a dissection. The patient had no neurological deficits upon leaving the angio suite.